Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event to meet FDA criteria for reporting. This report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included in this report. The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team.

Event description:
It was reported by the customer that the lung plug was faulty, the plug was to far out and would not deploy. No patient harm reported.